Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device had "abnormal alarms." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was an abnormal alarm. The agent's engineer was in communication with the hospital and no information was available. The device remains at the customer site and no further evaluation is warranted at this time.